Manufacturer narrative:
Additional part involved in eventpart no. Lot no. Mfg date. 3242-050-048s 041-1584189 04/02/2009dhr was reviewed and no anomailes were identified.

Event description:
It was reported that two screws were discovered broken after talar/navicular fusion. Patient outcome: no adverse effect reported as a result of this event.